Event description:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator indicating that the therapy test failed. The rse evaluated the device remotely and it was determined that the therapy test failed due to a malfunction of the dfm100 ac (alternating current) power module. The dfm100 ac power module was replaced and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was due to a malfunction of dfm100 ac power module. The root cause of which could not be determined. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The dfm100 ac power module was replaced to resolve the issue and the device was returned to service. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened. The efficia dfm100 defibrillator, model#: 866199, is substantially similar to the heartstart xl+ defibrillator (model#: 861290) and will be reported in the united states under device model#: 861290.